Manufacturer narrative:
It was reported that the device is not expected to be returned therefore no physical or visual analysis can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was outside the body. Nothing happened inside the patient. They had already implanted 1 rebel stent. This was the second rebel stent. This rebel stent got caught on the wire, it would not track over the wire, it got stuck on the wire. It would not move on the wire and they got stuck, outside the body, it didn't even go in the gutter. They got it off of the wire but it was hard to get it off but they finally got it off of the wire and got a different company stent and finished the case. The other company stent went over the wire just fine and they completed the case, bsc's would not track over the wire. Basically, this happened during the procedure but it's outside the patient's body. It was a 300 cm hi forte floppy guidewire.